Event description:
It was reported to tyco healthcare/kendall in 2008, that a customer had an issue with a gastrostomy device. The customer stated: in use, the tube part was torn and the bumper part was fallen in the patients' stomach. It was stuck at the small bowel and could not be eliminated naturally, so abdominal operation was held. No product was returned.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.